Event description:
During surgery, an exeter plug fell apart (in two pieces) when the surgeon put it on the introducer. According to head nurse the plug was never in the patient. They took the plug away and used another plug instead.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was confirmed. The reported product was not implanted. -device evaluation and results: no material or manufacturing defects were observed on the surfaces examined. Damages to many of the surfaces of the plug were observed. The fragments broke in overload from the inside-out. The outside of the plug showed overload damages to the ribs. The event description does not shed light on how the part became damaged as it was reported that the plug was not attempted to be implanted however, the damage evident on the ribs indicates that the plug was attempted to be inserted into the bone canal. -device history review: DHR review was satisfactory. -complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: material analysis was performed on the returned bone plug. Analysis concluded that no material or manufacturing defects were observed on the surfaces examined. Damages to many of the surfaces of the plug were observed. The fragments broke in overload from the inside-out. The outside of the plug showed overload damages to the ribs. The event description does not shed light on how the part became damaged as it was reported that the plug was not attempted to be implanted however, the damage evident on the ribs indicates that the plug was attempted to be inserted into the bone canal.

Event description:
During surgery, an exeter plug fell apart (in two pieces) when the surgeon put it on the introducer. According to head nurse the plug was never in the patient. They took the plug away and used another plug instead.